Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first two firings of the device were successful. The scrub nurse removed the cartridges each time and cleaned the head of the stapler with some sterile solution and a damp swab between each reload. The first two reloads used were green in color. The third reload used was gold. The surgeon articulated the device, closed the jaws and held in place for 15 seconds prior to initiating the firing sequence. The surgeon completed the firing sequence however, on opening the jaws, it could be seen that the blade had only transected a centimeter or so of tissue. The staples had deployed the whole way along the length of the jaw, however, every single one of them was malformed - none made the correct b-shape. This meant that the bit of tissue that the knife blade had transected was not sealed shut and the pouch had to be resized with the next firing. The surgeon swapped the stapler for a new one from the same lot number. The scrub nurse loaded a green cartridge and the gun fired correctly for the next 2 reloads. However, on the fifth and sixth reloads, again green ones, the stapler would not continue firing after the first firing stroke was completed, the knife return button had to be utilized and the device was swapped out again for a new one. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the patient impacted due to the event? How was the opening repaired? Device (a) was received for analysis with no visual non-conformances and with two (B)(4) cartridges reloads present. The cartridges reloads were received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, an (B)(4) fully fired was received. Device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).